Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels that ranged between 400-750 mg/dl and went into diabetic ketoacidosis. Customer stated the caused was due to being sick and the pump not delivering insulin properly. Additionally, it was reported that the pump touchscreen was unresponsive. Customer received an insulin and fluid drip to address bg levels. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.